Event description:
On (B)(6) 2015 - the end user reported that when he pulled the device off, not only the device came off, even had some skin that came off. The area was bleeding.

Manufacturer narrative:
No other similar complaints on this product.